Manufacturer narrative:
(B)(4). The device was return to baxter and an evaluation was performed. The evaluation confirmed (through the history log as door jammed messages) but did not reproduce the "does not recognize a closed door". The device was found to be out of specification. The door hooks were reworked to ensure proper functionality.

Event description:
It was reported that a spectrum infusion pump did not recognize a closed door. Any patient injury or involvement is unk.